Event description:
It was reported by the clinician that the dependent and symptomatic patient presented in clinic with shortness of breathe. The right ventricular lead exhibited noise over sensing no lv output and impedance issue. The physician successfully reprogrammed the device and the patient was no longer symptomatic. The patient will be followed normally.